Event description:
It is reported that the patient faced high blood glucose levels on (B)(6) 2026 as patient had not sufficient subcutaneous tissue where set was inserted leads to bent cannula and pain. The patient was treated by set changed and manual injections. Insulin pen.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : turkey. Establishment name: (B)(6). Street: (B)(6). City: (B)(6). State, province or territory: (B)(6). Country: united states of america. Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.